Manufacturer narrative:
D9, h3, remove previous h10.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. Customer's blood glucose was 207 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.